Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Item was discarded. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the cement harden quickly for 2 times. The setting time was 8 min. The temp of the operation room is 21c. The cement and acm was stored in the normal temp (it was not hot) 24 hr before use. The cement was stored in the refrigerator (5c) 2 hrs before start of the operation and it was taken out of the refrigerator 10 min before use. The surgeon mixed the 2 packs cement for 3 min and for both 2 times. Antibiotic was not used. The surgeon implanted cementless implant, so he did not use the cement finally. There is no adverse consequences to the pt.